Event description:
On (B)(6) 2013: (B)(6) reports via e-mail; (B)(6) female patient, underwent a contrast enhanced CT of the thorax region without specifying the exact indication with 100ml or intravenous ioversol (optiray 300; batch: 1380415 - out of a 125ml prefilled syringe) on (B)(6) 2013 at 11:15am. The administration was started via the left cubital vein but no contrast was observed on the images. Control on the injection site revealed that 100ml were evenly distributed in the left subcutaneous tissue and the arm slightly harder. The patient did not complain about pain or any adverse event. The examination was repeated using a new intravenous line on the right cubital vein and once again 100ml ioversol (optiray 300; same batch) were injected, this time correctly intravenously. The examination could be performed regularly. The patient was checked by the responsible radiologist, and sent home with the recommendation to undergo a specific control of the concerned arm through the family physician in the next days, to keep the arm in upright position as long as possible, to drink more in the next hours and day following the examination and to apply a local heparine gel on the forearm. Outcome is still open and ongoing. Sender did not rate the intensity of the adverse event or its causal relationship.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.